Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and a curved opening on valve bond edge. Leak test and microscopic analysis were performed which identified: a sharp opening on valve bond edge. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge assessed as an unidentified (tear) opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.